Event description:
On (B)(6) 2012, this pt was implanted with gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. Computed tomography prior to the pt being discharged from the hospital demonstrated a type ii endoleak originating from the inferior mesenteric artery. In (B)(6) 2013, the pt presented with increasing abdominal pain and a tender aneurysm. On (B)(6) 2012, computed tomography confirmed aneurysm enlargement and a large proximal type I endoleak. On (B)(6) 2013, this pt was converted to open repair with a surgical graft. The pt tolerated the procedure and is doing well.